Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-apr-13 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient reported the device therapy worked well for a year but then started to experience a loss of therapeutic effect in 2020. Patient had increased it up to "2 point something" and instead of stopping patients urinary frequency it made patient go to the bathroom every 2 -3 minutes. When they first got the device it worked really well and patient had control for 2 hours. Anytime patient increased they felt an electrical shock sensation and patient wondered if this was normal. Patient had it off for a while but turned it back on after speaking with their mental health counselor but it stopped patient from pooping for a whole day. Patient lowered it down but patient could not even walk to their job without having to use the bathroom. Patient cannot hardly get any sleep and last night went every 15 minutes.the pa tient does not have transportation to see managing physician and declined physician listings that are closer to her. Troubleshooting was unable to be performed as patient stated they did not have time right now. Discussed that if patient would like to try a different program they can call back for assistance with doing so.